Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-170mg/dl fasting. Verified test strips expire 10/31/2016. Confirmed customer's test strips are being stored properly and opened vial date 11/22/2015. Customer performed a back to back blood test 204mg/dl and 198mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed